Manufacturer narrative:
.

Event description:
The customer received questionable total protein gen. 2 results for an estimated 250 patient samples that were up to 20 g/l higher when tested in combination with the bcp albumin assay than when the total protein was run alone. This issue began when the customer began using the bcp albumin assay on (B)(6) 2014. This customer has multiple c501 modules and saw this issue on all modules. Data was provided for two cobas c501 analyzers. Of the data for seven patient samples, only the results for six were discrepant. The specific date of testing was not provided. Sample 1: results when total protein was run alone: 84 g/l. Result from vitros analyzer: 85 g/l. Result from cobas c501 a when tested in combination with bcp albumin: 93 g/l. Result from cobas c501 b when tested in combination with bcp albumin: 105 g/l. Sample 2: results when total protein was run alone: 72 g/l. Result from vitros analyzer: 73 g/l. Result from cobas c501 a when tested in combination with bcp albumin: 82 g/l. Result from cobas c501 b when tested in combination with bcp albumin: 89 g/l. Sample 3: results when total protein was run alone: 66 g/l. Result from vitros analyzer: 69 g/l. Result from cobas c501 a when tested in combination with bcp albumin: 77 g/l. Result from cobas c501 b when tested in combination with bcp albumin:86 g/l. Sample 4: results when total protein was run alone: 56 g/l. Result from vitros analyzer: 56 g/l. Result from cobas c501 a when tested in combination with bcp albumin: 67 g/l. Result from cobas c501 b when tested in combination with bcp albumin: 77 g/l. Sample 5: results when total protein was run alone: 59 g/l. Result from vitros analyzer: 60 g/l. Result from cobas c501 a when tested in combination with bcp albumin: 69 g/l. Result from cobas c501 b when tested in combination with bcp albumin: 78 g/l. Sample 6: results when total protein was run alone: 62 g/l. Result from vitros analyzer: 63 g/l. Result from cobas c501 a when tested in combination with bcp albumin: 71 g/l. Result from cobas c501 b when tested in combination with bcp albumin: 81 g/l. Numerous results were reported outside the laboratory. Specific information concerning which results were reported was not provided. There was no adverse event. The total protein reagent lot number was 696847 with an expiration date of 05/29/2015. The field service representative changed the r2 probe on all modules and the problem was resolved.

Manufacturer narrative:
This event occurred in (B)(6). Refer to the medwatch with patient identifier (B)(6) for the cobas c501 analyzer a.